Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient was swimming in the lake when the adhesive pad got loose, his mother tried putting medical tape over to hold it but the pod got jiggly. The patient's mother removed it and the cannula was noted to be bent. The mother stated that changes were made to the temporary basal, increasing from 0.55 to 0.6, 2 days prior. Correction boluses were administered to treat the hyperglycemia and a new pod was applied (exact amount was not provided). The patient's glucose history is as follows: (B)(6).